Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a leakage of blood occurred. It was initially reported the vizigo presented a problem in the hemostatic valve. It was replaced with the same material. There was no patient consequence. The customer¿s initial reported hemostatic valve damage was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 15-oct-2024, additional information was received indicating that they identified blood leakage from the hemostatic valve. The hub and the brim cap/hub did not detach from the sheath. No air entered the patient¿s body and there was no patient consequence. Based on the additional information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a leakage of blood occurred. It was initially reported the vizigo presented a problem in the hemostatic valve. It was replaced with the same material. There was no patient consequence. The customer¿s initial reported hemostatic valve damage was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis no damage or anomalies on the device. An irrigation test was performed and water leakage was observed. A microscopic examination of the hemostatic valve surface showed stress marks close to the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer could be related to the hemostatic valve failure observed during the analysis; therefore, the customer complaint was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 18-nov-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).